Event description:
Event description guidant received information that during a follow-up of this pacemaker, intermittent loss of capture was observed and there was a loss of telemetry during interrogation. This pacemaker was included within a subset of devices affected by a recent physician communication regarding the failure of a low-voltage capacitor. The patient with this pacemaker was not pacer dependent, however based on the clinical observations, the decision was made to prophylactically explant and replace the device.